Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged inaccuracy first began, however stated that it has been ongoing for several months. She claimed that she obtained alleged glucose results of "207, 190 and 205mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she continued with her usual dose including sliding scale as a result of the alleged product issue. The patient stated that 10-15 minutes after the alleged product issue began she developed the symptoms of cold sweats and nausea. The patient denied that she received any treatment for these symptoms. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient walked through a control solution test and the result fell within range. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of severe hypoglycemia after the alleged product issue began.